Event description:
It was reported that pediatrics team had been experiencing needles falling off prefilled syringes ¿ specifically for flu shot syringes. Needles seemingly unscrewed themselves and fell off. The event occurred during removal/ at the end of therapy. There was no medical intervention required. There was no patient harm or adverse event reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.